Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The test strips have been damaged. It is unknown if the damage occurred while with the manufacturer or the customer.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: lo (less than 20 mg/dl) and 400 mg/dl. No adverse event reported. Return of suspect device was requested and replacement was sent.